Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was operated on today (B)(6) 2019 by surgeon at the (B)(6) hospital. This case was booked with (B)(4) and when the (B)(4) representative was there they discovered that it was a revision of a previous construct which had used monarch pedicle screws.